Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the nozzle was clogged with foreign material. In addition, the evaluation found the following; due to wear of the scope cover packing, water tightness was lost, the switch box had a scratch, the air/water cylinder had no color, the suction cylinder had no color, switch 1 had a cut, the label on the suction connector was damaged, due to damage on the connecting tube, the insulation resistance value did not meet the standard value, due to a burn on the plastic distal end cover, the insulation resistance value, at the distal end, did not meet the standard value, the light guide lens had a crack, the adhesive on the bending section cover had a crack and the universal cord had a wrinkle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a clogged air/water channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the nozzle clogged with foreign material, similar to cleaning brush fibers. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established. However, it is possible the device was not reprocessed correctly due to leakage of the s-cover which caused water tightness to be lost. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.